Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17658. It was reported that when the patient presented in the physician¿s office, four non-sustained rv oversensing (nsrvo) due to p-wave oversensing were observed. Programming change was not performed to avoid compromising the device ability to sense true arrhythmia. The patient was stable.